Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The patient reported that their ins battery died in 2014. The patient reported that they are now experiencing something "like electrical shock." The patient reported that it was like a "shock" in their spine, back, upper back, whole neck, and all of the facial bones. The patient reported that the shocking sensations began about a month ago, probably in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.